Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a varipulse catheter and the patient experienced pericardial perforation treated with pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that when starting the pafib pfa procedure, a baseline pericardial effusion was noticed on intracardiac echo (ice) using the soundstar eco catheter. A line of the baseline effusion on cartosound map was taken to compare pre and post procedure. The ice catheter was removed. The physician proceeded with mapping and ablating for both atrial fibrillation (afib) and atrioventricular nodal reentrant tachycardia (avnrt). There were no issues reported during the procedure. After a pulsed field ablation (pafib) ablation procedure with a varipulse catheter, the patient experienced pericardial perforation treated with pericardiocentesis and removal of 1500cc of blood. The patient was transferred to the operating room for surgical intervention, and a perforation was found in the left superior pulmonary vein. Additionally, the patient returned to the operating room (or) due to bleeding from chest tubes. The patient was stable. It was later disclosed that the certified registered nurse anesthetist (crna) had been administering blood pressure supporting medications and was having to titrate up the dosage, this was not communicated to the physician before or during the case. Upon extubating the patient, their systolic blood pressure was noticed to be in the 70's. A bedside transthoracic echocardiogram revealed a larger pericardial effusion. They were still in the ep lab, so pericardiocentesis was performed removing 1500 cc of blood. They transferred the patient to the operating room (or) for surgical intervention. It was discovered in surgery that a perforation had occurred at the left superior pulmonary vein (lspv), this was repaired in the or. Chest tubes were secured, and the patient was admitted to the hospital. Five (5) hours later the patient returned to the or for excessive bleeding from the chest tubes. The patient was on plavix and aspirin (blood thinning medications) for a previously placed left anterior descending (lad) coronary stent. No further interventions were performed because the patient was reportedly "dry," but the surgeon "clipped" the left atrial appendage while in the or. The last known patient¿s status was awake and stable. Additional information received indicated the physician is unsure if a wire, vizigo sheath, octaray or varipulse catheter caused the adverse event. The patient required extended hospitalization because of surgical repair. Prior to noting the pericardial effusion ablation had already been performed. There was no evidence of steam pop. The flow setting for irrigation catheter used was 30 ml's during application and 4 ml's otherwise. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).